Event description:
The clinician reports the implant was inserted 2021-02-24 in ada 19. On 2021-03-17, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.